Manufacturer narrative:
The customer's calibration results were acceptable for both free psa and total psa. The customer's qc results, sample pre-analytical details, patient sample, and additional patient information were requested but not available to be provided. The investigation reviewed the system's alarm trace and there were sample clot detection and sample short errors. These are indicators of possible poor sample quality. Based on the available information, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
For both e 801 modules, the field service engineer performed system checks with acceptable results. He replaced the syringe seals. He performed calibration, qc, and precision testing with passing results. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys free psa immunoassay and elecsys total psa immunoassay results for one patient tested on a cobas 8000 e 801 module. Prior to patient testing, the customer confirmed qc was acceptable. The patient had a sample collected on (B)(6) 2021 for free psa and total psa testing. On each date of testing, the initial results were reported outside the laboratory. The customer questioned the reported free psa and total psa results. The patient's samples were not repeated due to the samples being discarded. On (B)(6) 2021, the patient's results were free psa 4.240 ng/ml and total psa 1.34 ng/ml. On (B)(6) 2021, the patient's results were free psa 4.810 ng/ml and total psa 1.630 ng/ml. The customer was unsure which e 801 module was used for testing. The e 801 module serial numbers are (B)(4). This medwatch is for total psa. Refer to the medwatch with patient identifier (B)(6) for the free psa assay.